Manufacturer narrative:
The returned device was evaluated, and the user's request was confirmed the device evaluation found no image/communication failure, error code b31 which occurred due to flooding of the cable and image pickup unit. Additionally, the device evaluation found corrosion of electrical contacts, scope mount and at the free lock lever. Also, the video connector has a crack. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Since image failure (communication error: b31) occurred because the image function did not work properly due to the flooding of the image pickup unit and cable. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following wanings: ¿precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released¿. -if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ¿connecting to the internal video system center¿. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Caution: indicates a potentially hazardous situation which, if not avoided, could result in moderate or moderate injury or damage to the device. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Event description:
The customer reported that the high-definition camera head was not in good condition and difficult to use. The issue was found at an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the event, but no new information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.